Event description:
It was reported that the pt complained of sudden pain when using his processor, as if too loud. It made him blinked his eyes. So he stopped wearing his speech processor. Testing carried out on (B)(6) 2010 showed that the device had malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.